Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device was in need of a repair, no further information provided. There is no patient involvement.

Manufacturer narrative:
Product problem updated, device code updated.

Event description:
The customer reported that the device lost time, date, and settings after the power was lost. There was no patient involvement.